Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient used the amad audio processor for approximately four months in 2013. With the breakage of the processor, the recipient did not use the device for years. The recipient returned to use samba audio processor in january 2022 and in july 2022 he received a samba 2 audio processor. In the audio processor programming service, everything went well. The recipient reported hearing well.

Event description:
The recipient used the amad audio processor for approximately four months in 2013. With the breakage of the processor, the recipient did not use the device for years. The recipient returned to use a samba audio processor on (B)(6) 2022 he received a samba 2 audio processor. In the audio processor programming service, everything went well. The recipient reported hearing well. Direct stimulation of the device, free field audiometry and speech perception test were performed. After 30 minutes he reported a noise and then stopped having access to sound with the device. Revision surgery has been recommended. Despite requested no additional information could be yet retrieved.

Manufacturer narrative:
Additional information: based on the received information, the device seems functional and the reported symptoms are likely due to a migration of the fmt from its original position. A revision surgery has been recommended but has not yet been decided upon.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. In addition the recipient is no longer within the indication criteria for the device. To determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is recommended, however, no further information has been received despite requested.

Event description:
The recipient used the amad_ audio processor for approximately four months in 2013. With the breakage of the processor, the recipient did not use the device for years. The recipient returned to use a samba audio processor in january 2022 and in july 2022 he received a samba 2 audio processor. In the audio processor programming service, everything went well. The recipient reported hearing well. Direct stimulation of the device, free field audiometry and speech perception test were performed. After 30 minutes he reported a noise and then stopped having access to sound with the device. Revision surgery has been recommended. Despite being requested no additional information has been received.